Event description:
As reported by the user facility: nurse went into patient's room to hang a new bottle of precedex. While he was in the room, he noted that the battery life of pump infusing the levophed was 1/4. In an attempt to be proactive, the nurse detached the pump and attempted to switch power source, by utilizing the stackable space saver. (This is a common and appropriate proactive according to staff and team leader). After the pump was detached, it started buzzing/vibrating loudly, with flashing lights (red, yellow and blue). Per the nurse, this is not typical. The nurse noted a split screen on the pump's screen, with the right side of the screen showing the open door symbol, and the text "roller open." At this time, the nurse also noted that the tubing door was partially open and the medication had stopped infusing. (Please note that it is a two-step process under normal circumstances to open the tubing door. After the 'open door' button is pushed, you are again asked to verify on the screen that you want the tubing door open). The nurse was eventually able to open the tubing door in an effort to resume infusion. It appears as if the pump had 'rebooted', and the nurse was unable to resume infusion using previous settings. The nurse had to reprogram all gtt settings. (Typically if you are given the choice to resume previous infusion). The nurse then switched the levophed to another pump and during the switch; the patient became hemodynamically unstable and had another cardiac arrest. Reference MFR # 9610825-2014-00077.